Event description:
Patient was admitted to (B)(6) on (B)(6) 2024 with 6cn75h trach and on mechanical ventilator. Had initial trach placement on (B)(6) 2024, unsure if trach change was done at other facility prior to admission to (B)(6). On (B)(6) 2024, had an emergent trach change done due to insufficient exhaled tidal volume noted by rcp (respiratory care practitioner), same sized trach tube was inserted. On (B)(6) 2024, insufficient tidal volumes were again noted by rcp and an emergent trach tube change was done. Same sized trach tube was inserted. Patient was monitored, vitals were all within normal limits hr (heart rate) 86, rr (respiratory rate) 15, spo2 (oxygen saturation) 97% and no signs of respiratory distress were noted. Reference report: mw5154595.